Event description:
Consumer reports malfunction. Rechargeable base burnt; no injury associated.

Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012. Additional information - the lot code for the handle is dd 9356l1 and it has a manufacturing date of december 22, 2009. Additional information - the handle and charger were made at the following location. Contract manufacturer: (B)(4).